Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Medical staff reported an alcl case for an unknown side. Device status is unknown. Pathological makers were not provided.